Event description:
Report received of unrequested bolus dose deliveries. The patient was receiving demerol 10mg/ml in the pca only mode for back pain. The exact program of the pump was not recalled by the customer, but it was reported that the routine protocol used for adult patients is 10-20mg every 6 minutes with a 4-hour lockout of 200mg. According to the customer contact, the patient and family member reported that the patient received unrequested bolus doses on two occasions. No hospital employee observed the reported unrequested bolus deliveries. There was no adverse patient enent. The pump was replaced, and therapy was continued. No medical interventions were required for the patient.